Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm in zone three on (B)(6) 2013. The proximal aorta was 28-27mm in diameter. It was reported that on a follow up CT scan a proximal type I endoleak was observed. The physician stated that the cause of the proximal type I endoleak was due to the acute aortic arch. The physician believes that the type I endoleak is coming from the inferior or lesser curve due to suspected inadequate wall opposition of the graft. It was also reported that the patient has been coughing up blood for the past two years and there was a pseudo-aneurysm which was causing the issues due to mediastinal biopsy gone bad. The physician put another manufacturer¿s graft in to exclude the issue however, was unsuccessful. The physician plans to debranch and extend to the innominate. No date has been set yet. No additional clinical sequelae were reported and the patient is being monitored.